Manufacturer narrative:
No device sample was returned for manufacturer analysis. Record review found no issues or nonconformance's, no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Event description:
This incident was reported to the manufacturer by the patient, limited information has been made available by the patient or the treating physician. The patient reports that on 21 october they experienced dryness of the eye and removed their contact lenses and replaced with a new pair. The patient continued to experienced eye irritation and developed redness. The following day the patient continued to experience dryness and redness and attended a telehealth consultation where they were informed they may have a corneal abrasion or corneal ulcer and prescribed ofloxacin and recommended a preservative free eye drop and instructed to seek further care if worsens or does not resolve in 7 days. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution.